Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy procedure on (B)(6) 2022 when it was reported ¿handle free spins¿ it was also reported that an alternate device was used. Further assessment found the patient was not injured. The procedure was completed with no report of delay. The status of the patient is reported as ¿patient is doing well & no intervention required¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, 60-6085-201a, vcare 200a - medium, was being used during a robotic hysterectomy procedure on (B)(6) 2022 when it was reported ¿handle free spins." It was also reported that an alternate device was used. Further assessment found the patient was not injured. The procedure was completed with no report of delay. The status of the patient is reported as ¿patient is doing well & no intervention required¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in original opened package. Lot number verified. Performed a visual inspection, the handle was spinning a 360 motion. When opened the device for further investigation, the inside of the device was broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage b. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient this issue will continue to be monitored through the complaint system to assure patient safety.